Manufacturer narrative:
Product ID 97740, serial# (B)(4); product type programmer, patient product ID 97754, serial# (B)(4); product type recharger product ID 977a260, serial# (B)(4), implanted: 2014 (B)(6); product type lead product ID 977a260, serial# (B)(4), implanted: 2014 (B)(6); product type lead. (B)(4).

Event description:
It was reported that the patient experienced shocking and pain at the implant site, and they could not use the remote to stop it. The patient stated they couldn¿t tell if they pulled something or was overdoing it. It was stated that if the patient leans forward, it really shocks them, though this is just around the battery. The patient could not get the remote to switch to the other settings, and the patient said they could not move at all. It was reported that the patient is on program a which is for the left leg, program b is for the right leg, and program c is for the back. Patient services walked the patient through how to turn their device off. The patient was still feeling pain at the implant site, and at the bottom of the battery it feels like someone is stabbing her. No interventions or outcome were reported regarding this event. Further follow-up is being conducted to obtain this information. If additional information is received, a follow-up report will be sent.